Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that his wife was hospitalized and due to blood glucose as the insulin pump had a bad motor on an unknown date. The customer¿s blood glucose was 1038 mg/dl. The customer stated they had lost the pump at the time of hospitalization and also stated they were in hospital due to a blood infection and 2 infections in the leg. It was reported that they were unaware about time of wearing her pump at the time of the hospitalization. The insulin pump will be returned for analysis.